Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and replaced the uim to resolve the reported issue. Verified ventilator performance. The carefusion factory service/failure analysis technician will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the touch screen on this unit is not responding.